Manufacturer narrative:
Catalog number and the lot number is unknown at this time. The device was reported as an unknown poly. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Hospital policy.

Manufacturer narrative:
An event regarding revision of poly due to ¿loose bone¿ involving a x3 triathlon cs insert #7 13mm was reported. The event was not confirmed. Visual inspection noted some damages and scratches likely due to explantation. A device history review indicated all devices accepted into finish goods met specifications. There have been no other events for the lot referenced the investigation concluded that revision of insert was not device related as reported event notes revision due to loose ""bone"" that was bothering the patient. No further investigation for this event is possible at this time.

Event description:
It was reported that there was a left knee washout due to loose bone removal in the knee that was bothering the patient. The surgeon decided to revise the poly as well in addition to taking the bone out to increase longevity of the implant.

Event description:
It was reported that there was a left knee washout due to loose bone removal in the knee that was bothering the patient. The surgeon decided to revise the poly as well in addition to taking the bone out to increase longevity of the implant.